Event description:
It was reported that when patient presented in clinic for routine follow-up, the device showed to be in backup vii mode. The device settings were restored. Device remains implanted. No adverse consequences to the patient were reported.